Event description:
It was reported that the right ventricular (rv) lead exhibited post ventricular pace t-wave oversensing (twos). Reprogramming with decreased sensitivity and changed polarity to integrated bipolar did not resolve the twos issue. The clinic confirmed that a revision procedure was scheduled. The lead remains in use at present. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-52 lead; 419688 lead, implanted (B)(6) 2009. (B)(4).